Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced a burn on the face area during the procedure. Additional event information has been requested but has not been received.

Manufacturer narrative:
Additional information has been provided. Based on the new information received, the event is no longer considered to be a serious injury.

Event description:
Additional information has been received. The event is described as "some little scabs" in the right and left jawlines, as well as the right submandibular region. These scabs were first noticed a few days post-treatment; nothing out of the ordinary was observed during the procedure. The highest energy level used during the procedure was 4.